Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ fx, instrument bottom, packaged the customer experienced an electric shock while inserting a bottle. The shock was noted from drawer d, potentially originating from the metal sliders during bottle placement. The customer did not indicate that any medical intervention was required, and no patient or user impact was reported.